Event description:
It was reported that during the implant procedure the lead "kinked" while the physician attempted to advance the lead. It was also reported that there was a lead dislodgement or placement difficulty. The physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead was extrinsically breached due to pulling, stretching, and overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant, and stretching. Analysis comments revealed that the lead was returnedstretched, with buckling of the inner insulation. It also breached and torn and damaged at the implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).